Event description:
It was reported to philips that the heartstart mrx defibrillator failed the opcheck test with a defib/pads message. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4).